Event description:
It was reported that telemetry confirmed a critical alarm was occurring. The alarm was due to motor stall. The healthcare provider (hcp) stated that the patient came into the clinic the day of the report for a refill and was having increased pain. The hcp interrogated the pump and a motor stall was seen. There were multiple motor stalls and motor stall recoveries in the logs, the earliest noted (B)(6) 14. The last stall was (B)(6) 2014 and had not recovered and a ¿tube set¿ was also seen in logs. The hcp denied any emi or magnetic interaction with the pump, i.e., MRI. They planned to replace the pump. On (B)(6) 2014 it was reported that during the patient¿s last refill on (B)(6) 2014 they were told that the pump was not working and the patient hears a multi-tone alarm. Per the patients family there are going to have the pump removed, however, more interested in a stimulator device instead of another pump. On (B)(6) 2015 it was further reported that the hcp was concerned about this being the second motor stall the patient had seen with the pump she has had and the reporter was unsure if the pump had been replaced. The pump was used to deliver morphine. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
The pump was delivering morphine at the time of the event; the previous drug history was unknown.